Event description:
On november 09 2024, osang healthcare co., ltd. Received an email with FDA medwatch (ref: mw5162116) that reported by a user on 30-oct-2024. The initial reporter reported to FDA via medwatch as below: " I felt ill on friday evening, (B)(6)2024. I took a government issued home covid test saturday, sunday, and monday. All three showed negative. I thought it was bronchitis, until my husband became ill on monday. I went to my doctor on tuesday, (B)(6)2024. I tested positive for covid, and flu b. Tuesday evening, I took a 4th government issued home covid test. It came back negative again, after my testing positive at the doctor office. All 4 covid tests have an expiration date, but with extended "good" dates accordingly to the website. Reference reports: mw5162117, mw5162118, mw5162119".

Manufacturer narrative:
The user report did not identify the specific lot of test used or provide the unique device identifier. According to the extended expiration date identified on the FDA medwatch (ref: mw5162116), the lot of products is either sha0941-ya17-015af or sha1001-ya17-016af. Testing of retained products in both of these lots was performed at osang healthcare co., ltd(manufacturer). Performance verification was conducted using the retained products (lots sha0941-ya17-015af and sha1001-ya17-016af) and all results met the acceptance criteria with no issues reported during testing. Additionally, the manufacturing records and quality control release testing was reviewed for these lots (lot sha0941-ya17-015af and sha1001-ya17-016af). The lots met the required release specifications. The user did not provide contact information so the manufacturer was unable to request additional information to inform its investigation, for example, the CT value from the pcr test result. This compliant will be flagged in our system for future complaint trending activities for this lot of product. Given lack of information from the user, the manufacturer was unable to determine the root cause of the reported issue.